Manufacturer narrative:
Concomitant medical products: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter; product ID 8703, lot# j92093726, implanted: (B)(6) 1992, product type: catheter. (B)(4).

Event description:
It was reported that the patient missed a pump refill last year. The pump alarmed. Additional information has been requested, but it was not available as of the date of this report.